Event description:
It was reported via repair work order that the scale was inaccurate due to a bent foot end frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Part on order.

Manufacturer narrative:
It was initially reported that the scale was inaccurate due to a bent foot end frame. Follow-up submitted as further investigation determined that the litter leaned due to the bent foot weldment and there was no malfunction with the scale.

Event description:
It was reported via repair work order that the litter leaned due to a bent foot weldment. Due to a bent foot end frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.